Event description:
It was reported that the patient presented for the implant procedure. During the procedure, the right ventricle lead exhibited a failure to capture. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. Final analysis found that as received, a complete lead was returned in one piece. Visual examination did not find any anomalies. X-ray examination found damage consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.